Manufacturer narrative:
The device was reported to be in clinical use at the time the reported issue was discovered, and the unit was swapped out; however, there was no reported patient or user harm. The service technician removed the da pcba and realigned the pins between solenoids and the da pcba. Removed the data acquisition cable and reinstalled it. Verified the cable is fully engaged. Performed full performance verification test per philips' manual. Unit passed all tests successfully.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The customer reported low ve alarm. The device was reported to be in clinical use at the time the reported issue was discovered and the unit was swapped out; however, there was no reported patient or user harm.

Manufacturer narrative:
The reported issue was found during device set up for use. Based on information received, the customer's alleged malfunction was confirmed. The device is working again and has been returned to service. No further details regarding the device repair were provided. If new information is received at a later date, a supplemental report will be submitted.